Event description:
A potential failure to alarm has been identified with tabs bed/chair alarms. It has been identified that sometimes the sensor pad cord that connects to the monitor can become loose. When the connection becomes loose the connection is lost and the failure to alarm can occur. The difficult part is when the pad is tested it may function properly, but when the patient gets up it may fail to alarm. Vendor has been alerted and will be coming in to test all equipment and replace as necessary. Nursing units have been alerted if there is any question that the alarm is not working properly to take it all out of service and send it to biomed.device #1is this a laboratory device or laboratory test?no.